Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative called to report that the imaging system was not booting up. It was displaying "booting please wait" for 15 minutes so they restarted both the image acquisition system (ias) and the mobile view station (mvs) but the issue continued. They also rebooted the system multiple times and could not move past the "booting please wait" screen on the pendant. The mvs was powering on normally. There was no patient present when this issue was identified. The imaging system's computer was returned to medtronic for further analysis and it was revealed that the computer's operating system was corrupted which caused the reported event. Replacement of the computer resolved the issue. No further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4).

Event description:
A site representative called to report that the imaging system was not booting up. It was displaying "booting please wait" for 15 minutes so they restarted both the image acquisition system (ias) and the mobile view station (mvs) but the issue continued. They also rebooted the system multiple times and could not move past the "booting please wait" screen on the pendant. The mvs was powering on normally. There was no patient present when this issue was identified.